Manufacturer narrative:
A steris service technician inspected the table and was unable to duplicate the reported event; the table was found to be operating properly and within specifications. Investigation of this event is currently is process. A follow-up report will be submitted if additional information becomes available.

Event description:
The user facility reported that during a patient procedure the table¿s floor locks were unlocking and locking intermittently. No injuries to procedural delays/cancellations were reported.

Manufacturer narrative:
The subject manifold was returned to steris for evaluation; the reported event could not be duplicated. The manifold was sent to the supplier for evaluation and the supplier could not duplicate the reported event. No additional issues have been reported.